Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the failure. The unit was calibrated, and passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient, cardiosave intra aortic balloon pump(iabp) had a fiber optic cable problem. There was no harm or injury reported.